Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted during a procedure on (B)(6) 2008. According to the complainant, the patient began having pain during sexual intercourse and felt a sharp pain in her vaginal area. Reportedly, on (B)(6) 2009, the patient presented with erosion at the incision site approximately 2cm from the urethral meatus. On approximately (B)(6) 2009, the patient underwent a surgical procedure for erosion repair. The patient continues to experience pain and vaginal complications (specifics unknown). All other information is unknown and reportedly unavailable.